Event description:
It was reported that ¿everything was working well¿ up until four days prior. The patient stopped feeling stimulation, but did not remember when it stopped. About four days prior, the patient went to the doctor¿s office and stimulation was increased. A loss of therapeutic effect was noted. Two days following the visit, the patient¿s urinary frequency increased and the patient felt like they were having contractions that felt like a spasm in the vaginal area. It was indicated the patient was put on urstom and bactrim, orally incase the patient had a bladder infection. A urine analysis resulted in a negative test result. There were no symptoms of a bladder infection. It was noted the patient was hardly drinking water because they were going to the bathroom ¿so much.¿ at the time of the report, the patient was feeling pressure by the vagina, but not stimulation. During troubleshooting, programs were adjusted and the patient felt stimulation. While on program 4 the patient did not feel stimulation in the bicycle seat, but rather near the implantable neurostimulator (ins) in their back. The ins was switched to program 1 where stimulation was felt in the front, but it was ¿too strong.¿ stimulation was decreased and the sensation was comfortable. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va081ha, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).